Event description:
Customer reported imprecise adc meter readings of 1.7 mmol/l, 23.8 mmol/l, and 20.9 mmol/l obtained within a ten minutes timeframe. When plotted on the parkes error grid, the results fell within the "d" zone showing the difference in values is considered clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product was returned, investigated, and the complaint was not confirmed. No new issues were observed, all results were within range spec and no errors were observed during control solution testing. The reported readings were found in the meter's log.